Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported to the distributor that the patient had a skin irritation. It was noted that the patient was using lidex, a prescription cream; however, it is unknown who prescribed the cream or if the patient had been using the cream prior to the irritation; therefore, zoll is reporting this event out of an abundance of caution. The final medical outcome of the skin irritation is unknown. The patient continued use of the lifevest.